Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that they received a 358 por error code. The patient was reviewed that the error code meant that therapy had been turned off and reset to shipping parameters. The patient reported that she could not turn therapy off for an MRI and that the patient programmer (pp) shows por. The patient was reviewed that therapy is off if there was a por on the screen. The patient was to follow up with a healthcare professional (hcp) to clear the por. No patient symptoms were reported.